Event description:
A patient reported that a month or two, prior to the report, they had a return of bladder symptoms and the light on their patient programmer is telling them their implant was not on. The patient thinks the implant may be depleted. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.